Event description:
It was reported that the customer had their tubing from the quick set caught on the stove and pulled out. In the middle of supper, customer missed the calibration by 51 points and then received a calibration error. Customer was told to remove the sensor. Sensor will be replaced. Customer would like to have everything replaced. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.